Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to identify a right-sided essure coils') in an adult female patient who had essure (batch no. 826347-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 (date of live births: (B)(6) 1999, (B)(6) 2001, (B)(6) 2008.), iron low, gestational diabetes, pap smear abnormal, asc-us, human papilloma virus test positive, pelvic pain and dysmenorrhea. Termination was performed at on (B)(6) 2010. Previously administered products included for an unreported indication: accutane and micronor. Concurrent conditions included colposcopy, lsil and tubal ligation. Concomitant products included doxycycline and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination) / elective abortion"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gestational diabetes ("gestational diabetes"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), underwent ovarian neoplasm surgery ("surgery (other) type of surgery: polyps removed from ovaries") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (robotic-assisted removal of left-sided the essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pregnancy with contraceptive device, allergy to metals, ovarian neoplasm surgery, gestational diabetes, blood iron decreased, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and alopecia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, alopecia, bladder disorder, blood iron decreased, depression, device dislocation, genital haemorrhage, gestational diabetes, menorrhagia, ovarian neoplasm surgery, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had done tubal ligation. Essure insertion date provided as (B)(6) 2009, (B)(6) 2008 discrepancy noted in pfs) insertion details-there were 3 coils visible on the left, 1 coil visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion with essure devices.; in (B)(6) 2010: result: total bilateral occlusion. Lot number reported (826347) is not valid. Most recent follow-up information incorporated above includes: on 17-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to identify a right-sided essure coils') in an adult female patient who had essure (batch no. 826347-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 (date of live births: (B)(6) 1999, (B)(6) 2001, (B)(6) 2008.), iron low, gestational diabetes, pap smear abnormal, asc-us, human papilloma virus test positive, pelvic pain and dysmenorrhea. Termination was performed at on (B)(6) 2010. Previously administered products included for an unreported indication: accutane and micronor. Concurrent conditions included colposcopy, lsil and tubal ligation. Concomitant products included doxycycline and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination) / elective abortion"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gestational diabetes ("gestational diabetes"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), underwent ovarian neoplasm surgery ("surgery (other) type of surgery: polyps removed from ovaries") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (robotic-assisted removal of left-sided the essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pregnancy with contraceptive device, allergy to metals, ovarian neoplasm surgery, gestational diabetes, blood iron decreased, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and alopecia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, alopecia, bladder disorder, blood iron decreased, depression, device dislocation, genital haemorrhage, gestational diabetes, menorrhagia, ovarian neoplasm surgery, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had done tubal ligation. Essure insertion date provided as (B)(6) 2009, (B)(6) 2008 discrepancy noted in pfs). Insertion details-there were 3 coils visible on the left, 1 coil visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion with essure devices.; in (B)(6) 2010: result: total bilateral occlusion. Lot number reported (826347) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to identify a right-sided essure coils') in an adult female patient who had essure (batch no. 826347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 (date of live births: (B)(6)1999, (B)(6) 2001, (B)(6) 2008.), iron low, gestational diabetes, pap smear abnormal, asc-us, (B)(6), pelvic pain and dysmenorrhea. Termination was performed at on (B)(6) 2010. Previously administered products included for an unreported indication: accutane and micronor. Concurrent conditions included colposcopy, lsil and tubal ligation. Concomitant products included doxycycline and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination) / elective abortion"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gestational diabetes ("gestational diabetes"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), underwent ovarian neoplasm surgery ("surgery (other) type of surgery: polyps removed from ovaries") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (robotic-assisted removal of left-sided the essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pregnancy with contraceptive device, allergy to metals, ovarian neoplasm surgery, gestational diabetes, blood iron decreased, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and alopecia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, alopecia, bladder disorder, blood iron decreased, depression, device dislocation, genital haemorrhage, gestational diabetes, menorrhagia, ovarian neoplasm surgery, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had done tubal ligation. Essure insertion date provided as (B)(6) 2009, (B)(6) 2008 discrepancy noted in pfs) insertion details-there were 3 coils visible on the left, 1 coil visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: bilateral fallopian tube occlusion with essure devices.; (B)(6) 2010: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) -2021: mr received: case becomes incident.event unable to identify a right-sided essure coils added and made medically significant and intervention required due to surgery. Reporter, lot number,medical history and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.